Event description:
Potential for injury associated with an m91-ts consumer power wheelchair that could not be released from drive lockout or tilt max angle down. This event has the potential to strand the user in a tilt position.